Event description:
Event description guidant received information that this pacemaker performed a lead safety switch on this ventricular lead. After which, a holter monitor revealed pauses in pacing due to oversensing of noise, while the lead was in unipolar configuration. The lead was re-programmed back to bipolar configuration, however, noise was able to be re-created with manipulation of the pacemaker pocket and isometrics.